Manufacturer narrative:
6/4/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shiled did not advance after penetration. No pt injury was reported.